Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12/sep/2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator generated a power supply issue 35 volt failure error code. There was no patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
The customer troubleshot with technical support and was advised to check the pin alignment followed by a solenoid and data acquisition replaced. Upon a follow up the customer stated that the unit was taken to an offsite service center and was repaired. Multiple attempts were made to obtain information on the repair of this device that have been unsuccessful.